Event description:
It was reported that the patient's right ventricular (rv) lead exhibited increased of capture threshold and decreased in pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited increased of capture threshold, decreased in pacing impedance and break. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.